Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs. Lumenis received treatments settings and photographs of the device operator's ankle. Reasonable attempts were made to obtain information about the patient, however none was received. The user facility declined service of the subject device by lumenis technical representative. A review of the service records for the subject device concluded that no service had been performed by lumenis on the subject device since (B)(4) 2010. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Absent subject device examination, lumenis cannot determine a root cause for the events reported. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice. User facility declined service.

Event description:
It was reported by a user facility that one patient sustained a small blister to the cheek area following treatment with a lumenis lightsheer et laser. The initial reporter stated that after observing the patient's reported burn the device operator then tested the subject device on their own ankle resulting in hypopigmented spots. No information regarding medical intervention required to preclude serious injury was received.